Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part#: m635wu60240, batch#: 0033920306. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Hypertension is mentioned in the watchman flx? Pro instructions for use (IFU) but is not considered a known adverse event. This is a known patient effect that many patients who receive a watchman device previously have, but this patient effect could also be a result of a medication reaction or a reaction to anesthesia. At this time, the cause of the hypertension cannot be confirmed. Risk review: a risk review was completed and confirmed that the events of hospitalization and medication required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Reported via patient call center. It was reported that hypertension occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. It was reported that the patient was discharged the same day of the procedure and during the night the patient had to go to a local facility due to elevated blood pressure. The patient received medication and spent the night in the local facility and was discharged the following day. No further information is available at the time of this report.

Event description:
Reported via patient call center. It was reported that hypertension occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. It was reported that the patient was discharged the same day of the procedure and during the night the patient had to go to a local facility due to elevated blood pressure. The patient received medication and spent the night in the local facility and was discharged the following day. No further information is available at the time of this report.